Manufacturer narrative:
Investigation pending.

Event description:
Pt was taken to hospital due to bleeding. Nurse complained of the following discrepant results for this pt: (B)(6)2010, inratio: 2.0, lab: 6.8.